Event description:
Patient reported left side itching, tenderness and exchange due to concerns with the product. Health professional reported left side capsular contracture, baker grade unknown.healthcare professional later reported "any creases." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Pruritus: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Inflammation/irritation: unable to observe since it is not related to the device. Crease folding of implant: observed creases on the device. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional later reported "any creases." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side itching, tenderness and exchange due to concerns with the product. Health professional reported left side capsular contracture, baker grade unknown. Device remains implanted.